Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Component code: mechanical (g04) ¿ stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. It was identified that the head and stem are not compatible, however it is unknown if the off label usage caused or contributed to the reported event. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient had post-op periprosthetic fracture of femur requiring revision approximately 12 (twelve) days after the initial surgery. This revision was not due to a fall. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: cat#: 802804004 zb type 1 ceramic hd 40mm x +6, lot#: 3095459, cat#: 30104008 g7 vit e neutral lnr 40mm h, lot#: 65502248 unknown shell. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it was not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.